Manufacturer narrative:
This report is submitted on january 25, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reasons. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 9, 2022.